Event description:
As reported by the user facility: customer reported under infusion; customer verbalized she found the pump on her desk stating "did not infuse completely". Customer verbalized that she does not know what unit the pump was from or any additional information. MFR - 9610825-2014-00228.